Manufacturer narrative:
The customer reports a ¿severe loss of endothelium cells.¿ there were nine cases in total. This is the eighth of nine cases reported by the customer. This patient was listed as a ¿grade 3¿ cataract. The cell count pre-operatively, was listed as 2283. The cell count post-operatively, was listed as 1706. The cup disc ratio (cde) was listed as 4.48 mm. The surgeon has confirmed his parameter settings. The surgeon uses viscoelastic as a routine, to protect cornea along with ophthalmic viscoelastic device-ovd. The technique uses by the surgeon was listed as ¿divide & conquer or stop & chop. The parameters were set at: ¿maximum 70 % torsional amplitude in very hard cataracts, flow rate maximum 35cc/min , vacuum maximum 550 mmhg, iop 40 - 46 mmhg and the irrigation factor was listed at 1.0 . The surgeon said that he was used specular microscope. Additional information obtained from company representatives state the following: in active fluidics, he already used balanced salt solution (bss) bag but in gravity, he does not use our company bss. The surgeon did not add anything to the bss. In addition, he did not inject intracameral antibiotics, anti-inflammatory or any other pharmaceutical products at the time of surgery. Post-operative data: the surgeon confirms, ¿immediately during the post-operative exams, there is corneal edema (ranging from mild to severe with drop in vision). The pre-operative examination of the best correct visual acuity (bcva), was listed as > (more than) - two lines. However, after topical treatment (on all cases), the corneal edema is completely cured at one month post-op visit.¿ there was no previous medical or ocular history provided for this patient. A variety of intraoperative factors may lead to corneal edema following intraocular surgery. Patients who have preexisting endothelial pathological conditions (not limited to but including; fuch¿s corneal dystrophy, prior eye surgery, etc.) May be more likely to present with corneal edema. Acute corneal edema following cataract surgery usually fully resolves in the setting of a normally functioning endothelium, aided by an appropriate post-operative regimen. However, in some cases, corneal endothelial cells are damaged irreversibly, resulting in aphakic or pseudophakic bullous keratopathy. Bullous keratopathy (or pseudophakic corneal edema) is a condition in which the cornea becomes permanently swollen. Bullous keratopathy is an over-hydration of the cornea due to endothelial dysfunction. Commonly, the endothelial cell density is reduced, and because the cells balance the hydration state of the cornea, a compromised endothelial cell pump mechanism is referred to as 'corneal decompensation'. Bullous keratopathy is most often found following complicated cataract extraction or other surgical trauma. Chronic endothelial cell damage may result from anterior chamber intraocular lenses or chronic inflammation. Idiopathic and congenital endothelial dystrophies occur in sporadic cases. Corneal edema, from inadequate endothelial pump function, is one of the most common complications of cataract surgery. The possible contributions to a post-operative edematous cornea may include lack of sufficient ophthalmic viscoelastic device (ovd) used to protect the endothelium, excessive prolonged use of ultrasonic energy delivered by the phaco handpiece, inappropriate infusion sleeve orientation directing irrigation fluid directly against the corneal dome, aggressive iol insertion, instrument contact, or retained lens fragments. In most instances, minimal endothelial cell loss in cataract surgery has a widely accepted risk to benefit ratio. Advances in endocapsular phacoemulsification procedures, instruments, iols, and related materials such as viscoelastic substances appear to have helped decrease the degree of endothelial damage. Corneal edema post-operatively is often times transient and resolves itself over time provided there is enough functional endothelium left. Other postoperative factors include elevated intraocular pressure (iop) or inflammation, which should be separately addressed if persistent. The main reason for persistent corneal edema is inadequate endothelial pump function keeping the corneal stroma in its relatively dehydrated and clear state. It is believed that at least 600 cells/mm2 are needed to provide adequate corneal dehydration, and clarity. Corneal edema, due to endothelial dysfunction, after cataract surgery may be caused by various factors as mentioned above. There is insufficient information regarding the patient¿s ocular history and detailed events surrounding the occurrence. The system was manufactured on november 24, 2013. Based on qa assessment, the product met specifications at the time of release. There are two phaco handpieces mentioned in the complaint, but there is no further information regarding which one was used for the surgery. The phaco handpiece was manufactured on 29 october 2013. The phaco handpiece was manufactured on 29 october 2013. Based on qa assessment, the products met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient presented with endothelium cell count loss and corneal edema following cataract extraction with intraocular lens implant (iol). The surgeon has reported that the patient is doing well after topical treatment and the corneal edema is cleared and the visual acuity is now better than preoperatively. This is the 8th of 9 reports for this facility. Additional information has been requested.